Event description:
A consumer sent an email requesting advice concerning the possible explant of an intraocular lens (iol) she had implanted in her right eye in 2006. She reported the lens was dislocated and had to be repositioned in a second surgery six days following initial surgery. She is disappointed in her results stating she has poor near, intermediate and distance vision. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; therefore, the complaint could not be confirmed. Results from the product history record review indicated the product met release criteria. There have been no other complaints in the lot. Add'l info has been requested on 2/2/07, 2/12/07, 2/20/07, 2/21/07, 02/21/07 by phone and on 02/04/07 by fax and on 2/5/07 by mail.